Event description:
According to the information received, the valve was explanted due to vegetative growth/endocarditis. It was reported that the pathology report indicated no growth on the valve and the pt cultures were positive for yeast. The valve was discarded at the hospital.